Event description:
Report received from (B)(6), stating that the cutter could not be secured. The device was not being used in surgery. It is unk if injury or med intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device and confirmed that the reported problem of "will not secure cutter." Info is received, a supplemental report will be sent. The turq-l17-4c cutter was tested and would not lock into a blackmax motor properly. The locking flats were measured and are off-center. The amount that the cutter is off ctr will not allow proper locking into a motor. The condition of the cutter flat is most likely due to mislead of collet during flat grinding procedure. If additional info becomes available a supplemental report will be submitted. (B)(4).